Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. He replaced the battery and subsequent functional verification testing was completed without further issues and the unit was returned to service. The serial read-out of the failing pump was analyzed and no errors message could be identified. The power loss of the system (deep discharge) caused the timeout communication between the processor board and the motor control board of the arterial pump leading to the reported event. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that during priming a s5 mast roller pump failed after 5 minutes in battery operation showing an error message. Two displays and the modules started to flicker and the s5 system was requiring a battery test. The s5 system was turned off for 5 minutes and no issues occurred except for the battery status where a deep discharge was noticed. There was no patient involvement.